Event description:
The customer reported an ma sensor error message and loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was replaced. The system was then found to be operating as intended.